Manufacturer narrative:
Further follow up is being performed to obtain additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a transesophageal echocardiogram (tee) performed, and the results indicated a mobile mass attached to the right ventricular (rv) lead, 2.4 cm x 0.9 cm in the superior vena cava region. The suspected cause was being considered as thrombus infection. The patient was to follow up with cardiology. The system remains in service. The outcome was not recovered/not resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Although attempts to obtain additional information were sought. All attempts were unsuccessful. No additional adverse patient effects were reported.